Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The customer reported the following lot#s: 1398146, 13790900 and14099155. These lot numbers returned the non-sterile version of the device, which would be subject to further processing (sterilization) before getting a manufacture and expiration date. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a chemolock¿ port that experienced foreign matter in the fluid path. The reporter stated that, they have observed this in other scenarios too which their not part of specific tests to look for grease/oil under the microscope. Unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Investigation summary the complaint of particulate matter on item 011-cl2000s-ns cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review couldn't be performed due to the lot number for this complaint was unknown.